Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an atellica ci 1900 analyzer outputted out-of-range quality control (qc) and falsely elevated concentrated carbon dioxide (co2_c) results on five patient samples. A siemens customer service engineer (cse) was dispatched to the customer site. During this visit, the cse observed flashing lights on the deionized water system and low resistivity readings. The cse performed the service maintenance which recovered the resistivity reading to normal. Further, the cse backlashed and dumped the onboard water tank twice, primed all probes and drains, performed drain, fill, photometer auto-check, and new calibration, and ran qc which recovered acceptably. Siemens evaluated the event and concluded that the poor water quality due to an issue with the deionized water system feeding, addressed with the service actions above, potentially contributed to the falsely elevated co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on five patient samples on an atellica ci 1900 analyzer. The initial results were reported to the physician(s), who questioned the results. The samples were repeated on the original atellica ci 1900 analyzer. The repeat results recovered lower than the initial results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.